Manufacturer narrative:
The initial reporter also notified the FDA via medwatch # 5077067. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd luer-lok¿ tip syringe was found cracked as"after opening and attaching the second syringe for the blood culture and pulling the plunger back, there was no blood return. Upon inspecting the syringe was noted to be cracked approximately from the 1ml line to the 4ml line. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that during use a bd luer-lok¿ tip syringe was found cracked as "after opening and attaching the second syringe for the blood culture and pulling the plunger back, there was no blood return. Upon inspecting the syringe was noted to be cracked approximately from the 1ml line to the 4ml line. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
One sample received at bd for investigation. Sample was visually evaluated. Upon observation, a crack is observed in the body of the barrel. DHR review was carried out. When the batch was manufactured, characteristics were evaluated in the assembly stage. During the entire manufacturing process no mention is made of event or report of nonconformity that could be attributable to the defect that the client reports. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. Additionally, the inspection of stoppers, within the inspection plan features are evaluated visually such as: incomplete stoppers, stoppers with cut, damaged, etc. The material was approved and approved for use. Also, the molded parts like plunger and barrel are evaluated for defects such as: burrs in the body, burned, deformities, contamination, incomplete, or bubbles. The dial where the assembly is made may be causing damage to the syringe, however there is a sensor to eject the syringes when they are not well assembled and this sensor is a section behind where the jam is being presented, it is important to mention that the defect can occur within the process. Corrective and preventative action was generated to follow up on all the failure modes identified and their respective action plan. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use a bd luer-lok¿ tip syringe was found cracked as"after opening and attaching the second syringe for the blood culture and pulling the plunger back, there was no blood return. Upon inspecting the syringe was noted to be cracked approximately from the 1ml line to the 4ml line. There was no report of exposure, injury or medical intervention needed.